Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade iii. The device was noted to be intact upon explant. The device was removed and a partial capsulectomy was performed.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe. As per the investigation procedure, deformation, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade iii. The device was noted to be intact upon explant. The device was removed and a partial capsulectomy was performed.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a3, b5, d6(b), h6. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture and capsular contracture baker grade unknown.